Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The break in aseptic technique was further described as a touch contamination (no further detail provided). The pt was hospitalized for the peritonitis on the same day as the onset. Treatment was unknown. Three days after onset, the pt was discharged from the hospital and the pt was recovered from the peritonitis. At the time of the report, the pt had not been retrained in proper aseptic technique. At the time of the report, dianeal therapies were ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.